Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 30ga 1/2in experienced the needle and syringe separating/spinning out during use. The following information was provided by the initial reporter: patient said that when the syringe is to be applied, it "jumps" and the needle comes out of the syringe, leaking the whole medicine. He states that when applying the product, he makes a little pressure on the syringe.

Event description:
It was reported that an unspecified number of needle 30ga 1/2in experienced the needle and syringe separating/spinning out during use. The following information was provided by the initial reporter: patient said that when the syringe is to be applied, it "jumps" and the needle comes out of the syringe, leaking the whole medicine. He states that when applying the product, he makes a little pressure on the syringe.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 304000 lot 180319 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Retained samples from the lot were assembled with the caverjet syringes provided and the hub fit perfectly with the syringe tip and no leakage was observed. Bd understands a defective hub connection issue took place. This could occur due to a defective luer dimensions or any damage in the syringe tip. It could also be related with the handling of the product as some insufficient adjustment between of the devices by the end user. The device history review showed no indication of the alleged defect. H3 other text : see h.10.